Event description:
The pt was implanted with a synchromed pump and catheter in 1997 for intrathecal infusion. (An experiemental calcium channel blocker) for non-malignant pain as part of a clinical protocol. The hcp performed an x-ray rotor test which showed the rotor was not moving. The pt udnerwent explantation of the device. The device was returned to the MFR for analysis.

Event description:
The pt was implanted with a synchromed pump and catheter in 1997 for intrathecal infusion. (An experiemental calcium channel blocker) for non-malignant pain as part of a clinical protocol. The hcp performed an x-ray rotor test which showed the rotor was not moving. The pt udnerwent explantation of the device. The device was returned to the MFR for analysis.